Event description:
It was reported to philips that the battery (lot 19121-0043-p) won't fully charge. The battery fuel gauge indicator lights won't turn on and the device turns off after a minute. There was no patient involvement.

Manufacturer narrative:
Upon response from the vendor, it was verified that the battery for the unit was faulty due to a gas gauge latch up. In this condition the battery is not functional as the smbus communication is blocked. No further evaluation was requested. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the battery (lot 19121-0043-p) won't fully charge. The battery fuel gauge indicator lights won't turn on and the device turns off after a minute. There was no patient involvement.

Event description:
It was reported to philips that the battery (lot 19121-0043-p) won't fully charge. The battery fuel gauge indicator lights won't turn on and the device turns off after a minute. There was no patient involvement. The battery was returned to the failure analysis lab for evaluation. The battery was visually inspected for any mechanical damage and/or contamination, and no anomalies were found. An initial battery capacity test resulted in none of the led indicators illuminating, indicating a depleted or faulty battery. Upon evaluating the returned battery, it was found that although the battery was recognized in both the mrx heartstart and cadex charger the component was unable to charge. The cadex indicated the battery was fully charged but the battery capacity test showed no led indicators illuminated suggesting the battery was faulty. Furthermore, when the battery was placed in the mrx, the component was unable to power up the device. Upon conclusion of the analysis, it was verified that the battery was faulty.

Manufacturer narrative:
Additional information provided, updated section b5 with failure analysis evaluation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.